Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-oct-2025 by a physician concerning a 38-year-old caucasian female patient. This was case of 2 of 3 (same reporter). The medical history of the patient included dyslipidemia, hyperglycemia, insulin resistance, and hypertension diagnosed in 2023, and allergy to yellow dye, pepperoni, salami, chistorra, and chorizo. The patient was not pregnant and not breastfeeding and was not taking concomitant medication. On (B)(6) 2025, the patient received treatment with sculptra to the cheeks (unknown lot number, amount, injection technique and needle type). On (B)(6) 2025, the patient received treatment with sculptra (lot 5j0451, expiry date 31-jan-2028), in total 10 ml, 5 ml to each side of the cheek using a 22x70 mm cannula in the subcutaneous plane with sterile technique (unknown injection technique) to stimulate collagen production and improve facial firmness and facial tightening. The sculptra was injected using 22x70 mm cannula (intentional device misuse). On (B)(6) 2025, the patient received treatment with sculptra to the cheeks (unknown lot number, amount, injection technique and needle type). On (B)(6) 2025, the patient developed nodules/foreign body granulomas (foreign body reaction) in the treated areas, with a moderate intensity. The hcp initiated medical management including radiofrequency and triamcinolone [triamcinolone] infiltration for the nodules. The pharmacological treatment included ciprofloxacin [ciprofloxacin] 500 mg once daily, etoricoxib [etoricoxib] 90 mg once daily for 10 days, clarithromycin [clarithromycin] 250 mg once daily, and topical fusicort [fusidic acid, hydrocortisone acetate] cream once daily for 7 days. On (B)(6) 2025, the patient underwent biopsy which revealed a granulomatous reaction to poly-l-lactic acid. On an unknown date, additional laboratory testing was performed, including a skin culture, which showed normal flora, and a pcr for atypical mycobacteria, which was negative. The patient was not hospitalized due to the event. The reporting physician reported that the patient had been influenced by external medical opinions, including a dermatologist, an infectologist and her father who was a physician himself, which contributed to increased distress (emotional distress) and dissatisfaction. On (B)(6) 2025, the reporting physician reported that gradual clinical improvement was noted. But the treatments of ciprofloxacin and clarithromycin were still ongoing. The reporting physician assessed event as moderate in intensity, with a possible causal relationship to the product. Outcome at the time of the report: nodules/foreign body granulomas was not recovered/not resolved/ongoing sculptra was administered using 22x70 mm cannula was recovered/resolved. Distress was unknown tracking list: v.0 initial v.1 fu was received on (B)(6) 2025 and (B)(6) 2025 from the same reporter. Events (foreign body reaction and intentional device misuse) added. Patient demographics, medical history, past treatment, suspect device lot number, expiry date, needle type, amount, location, implant date, event severity, onset date, reporter causality, lab test and corrective treatment details were updated. V.2 fu was received on (B)(6) 2025 from the same reporter. Case upgraded to serious. An event (emotional distress) was added. Patient's initials, medical history, implant date, lab test and corrective treatment were updated. V.3 batch record review investigation results were received on (B)(6) 2025.

Manufacturer narrative:
Company comment: the serious expected event of foreign body reaction and the non-serious expected event of emotional distress were considered possibly related to the treatments. Seriousness criteria includes the need for medical intervention to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. The emotional distress is secondary event to the foreign body reaction. The sculptra was intentionally misused with regard to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number was valid and verified the reported product. To date, two medical complaints have been reported to this lot number, including this case. A batch record review was performed for the lot number. Sanofi confirmed that no quality issues were identified in the overall manufacturing process of the specified batch. The batch conformed with the cgmp and met the specification requirements. The information in this case does not indicate a non-conforming product or malfunction. Therefore, the performed investigations are considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious expected event of foreign body reaction and the non-serious expected event of emotional distress were considered possibly related to the treatments. Seriousness criteria includes the need for medical intervention to prevent permanent damage. The potential root cause is the treatment procedure or a foreign body reaction to the product in the local tissue. The emotional distress is secondary event to the foreign body reaction. The sculptra was intentionally misused with regard to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure or the product. The reported lot number was valid and verified the reported product. To date, two medical complaints have been reported to this lot number, including this case. To rule out a non-conforming product, a batch record review will be performed, and additional information will be requested. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the currently performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-oct-2025 by a physician concerning a 38-year-old caucasian female patient. This was case of 2 of 3 (same reporter). The medical history of the patient included dyslipidemia, hyperglycemia, insulin resistance, and hypertension diagnosed in 2023, and allergy to yellow dye, pepperoni, salami, chistorra, and chorizo. The patient was not pregnant and not breastfeeding and was mot taking concomitant medication. On (B)(6) 2025, the patient received treatment with sculptra to cheeks (unknown lot number, amount, injection technique and needle typ). On (B)(6) 2025, the patient received treatment with sculptra (lot: 5j0451), in total 10 ml, 5 ml to each side of the cheek using a 22x70 mm cannula in the subcutaneous plane with sterile technique (unknown injection technique) to stimulate collagen production and improve facial firmness and facial tightening. The sculptra was injected using 22x70 mm cannula (intentional device misuse). On (B)(6) 2025, the patient received treatment with sculptra to cheeks (unknown lot number, amount, injection technique and needle typ). On (B)(6) 2025, the patient developed nodules/foreign body granulomas (foreign body reaction) in the treated areas, with a moderate intensity. The hcp initiated medical management including radiofrequency and triamcinolone [triamcinolone] infiltration for the nodules. The pharmacological treatment included ciprofloxacin [ciprofloxacin] 500 mg once daily, etoricoxib [etoricoxib] 90 mg once daily for 10 days, clarithromycin [clarithromycin] 250 mg once daily, and topical fusicort [fusidic acid, hydrocortisone acetate] cream once daily for 7 days. On (B)(6) 2025, the patient underwent biopsy which revealed a granulomatous reaction to poly-l-lactic acid. On an unknown date, additional laboratory testing was performed, including a skin culture, which showed normal flora, and a pcr for atypical mycobacteria, which was negative. The patient was not hospitalized due to the event. The reporting physician reported that the patient had been influenced by external medical opinions, including a dermatologist, an infectologist and her father who was a physician himself, which contributed to increased distress (emotional distress) and dissatisfaction. At the time of this report, on 10-nov-2025, the reporting physician reported that gradual clinical improvement was noted. But the treatments of ciprofloxacin and clarithromycin were still ongoing. The reporting physician assessed event as moderate in intensity, with a possible causal relationship to the product outcome at the time of the report: nodules/foreign body granulomas was not recovered/not resolved/ongoing sculptra was administered using 22x70 mm cannula was recovered/resolved. Distress was unknown. Tracking list: v.0 initial. V.1 fu was received on 14-oct-2025 and 22-oct-2025 from the same reporter. Events (foreign body reaction and intentional device misuse) added. Patient demographics, medical history, past treatment, suspect device lot number, expiry date, needle type, amount, location, implant date, event severity, onset date, reporter causality, lab test and corrective treatment details were updated. V.2 fu was received on 10-nov-2025 from the same reporter. Case upgraded to serious. An event (emotional distress) was added. Patient's initials, medical history, implant date, lab test and corrective treatment were updated.